Manufacturer narrative:
Concomitant medical products: product ID: 5076-52 lead, implant date: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was undersensing, with reduced p-waves. The ra lead was reprogrammed off. No patient complications have been reported as a result of this event.